Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No image or video clip for the reported event was submitted by the customer for review. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. This complaint is being reported due to the following: during a da vinci assisted proximal gastrectomy procedure, the surgeon converted to open surgery due to severe infiltration and performed resection of the pancreas and splenic vein. At this time, the root cause of the intraoperative complication is unknown.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy procedure, the surgeon made the decision to convert to open surgery due to severe infiltration. A resection of the pancreas and splenic vein was deemed necessary. There was no reported patient injury. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. In this case, the procedure was converted to open surgery due to the patient's anatomy in relation to severe infiltration.